Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1538. It was reported the pt experienced a change in her stimulation. It was determined that one of her leads had migrated. The pt underwent revision surgery on (B)(6) 2013 to reposition the lead. The pt is now receiving effective stimulation.